Event description:
It was reported that, "tritanium shell was undersized. Reamed to a 56 reamers - opened a 58 cup and it completely seated the cup with no fixation. Shell was removed."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.